Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, per report, the cause for the ascending aortic dissection was patient (horizontal aorta and narrow sov) and procedural (manipulation during valve positioning) factors. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences japanese affiliate, when the 23mm sapien 3 valve was inserted into the left ventricle (lv) for valve positioning, tension was noted with the commander delivery system along the greater curvature of the aortic arch. The valve was deployed with 2 ml less of nominal volume. After deployment of the valve, a flap of dissection was observed in the ascending aorta. A thoracotomy and an ascending aortic replacement were performed. The dissection was located 5 cm above the sinotubular junction (stj). The patient was transferred for post management care. Per report, the ascending aorta was expanded and horizontal, the greater curvature was likely dissected by compression with delivery system during valve positioning. On a patient with large aortic angle, it is better to perform bav even though native valve calcification is not severe. The patient¿s native valve annulus area measured 330.0mm2 by CT with mild valvular calcification. The sinus of valsalva (sov) was narrow and horizontal aorta was noted. The stj diameter was 21.5mm and sov was 26.5 mm. The stj calcification was moderate.